Manufacturer narrative:
The user facility did not submit a user facility report to the MFR. Event codes were derived based on info documented by a carefusion tech support specialist in response to an e-mail from a carefusion rental dept rep. (B)(4). The following info concerning the eval of the device is a summary of the info documented by the carefusion tech support specialist in response to a phone conversation with a (B)(4) (third-party service company) rep and the spi test data sheet submitted to carefusion by (B)(4) (third party service company). The (B)(4) (third party service company) service tech evaluated the device, verified the complaint and determined that the following parts were contributing factors in the root cause of the reported event, the alarm board and the alarm buzzer. The (B)(4) (third party service company) service tech replaced the alarm board, alarm buzzer and ran the device through a complete calibration and checkout (spi) to ensure that it meets all factory specifications. Upon completion the device was returned to the rental pool ready to be placed back into rental service. The alleged faulty alarm board and alarm buzzer were received by carefusion on (B)(4) 2013, routed to the failure analysis lab and staged eval. Once the evaluations of the alarm board and alarm buzzer are completed, a follow-up medwatch report will be submitted.

Event description:
The following description of the event was documented on (B)(6) 2013 by a carefusion tech support specialist in response to an e-mail from a carefusion rental dept. Rep. "Forwarded email from rentals, reports that the facility just received rental s/n (B)(4) and noticed that it didn't pass the alarm check. The audible alarm doesn't sound during any alarm condition. The visual alarm (leds) worked. According to the biomed (who is factory trained), the wires to the speaker is intact and connected."